Event description:
Uncomfortable ¿ vagina [vulvovaginal discomfort]. Uncomfortable to use - tampon [medical device site discomfort]. Unwoven... String came unattached- super plus tampon [device breakage] . Case narrative: consumer reported via email that the tampon string came unattached. No injury was reported.

Manufacturer narrative:
An investigation is in progress for returned product received 6/20/23. The product path changed from tampax/tampons/pearl/full size/super plus to tampax/tampons/pearl/full size/super plus/unscented/50ct.

Event description:
Uncomfortable ¿ vagina [vulvovaginal discomfort]. Uncomfortable to use - tampon [medical device site discomfort]. Unwoven... String came unattached- super plus tampon [device breakage]. Case narrative: consumer reported via email that the tampon string came unattached. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Uncomfortable ¿ vagina [vulvovaginal discomfort], uncomfortable to use - tampon [medical device site discomfort], unwoven... String came unattached- super plus tampon [device breakage]. Case narrative: consumer reported via email that the tampon string came unattached. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.